Event description:
Totally healthy but snored wife insisted I had sleep disorder. Started using system one philip respironics. Within 8 months my health started declining. I asked if my shortness of breath was caused by the sleep one device I was using and every doctor I asked did not think so. I used this product 6 + years. I was forced to take early retirement because I could no longer do my job. Please reach to me and I will release all my medical records to you. They have been in my heart my lungs and fixed what they thought could help. But back to the CPAP machine thing just kept getting worse. One (1) year ago I was given a new machine, different brand, I have not got better but have not got worse. Eight (8) years of testing (B)(6). FDA safety report ID# (B)(4).